Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the customer had three cases in which the sheath crumpled during use. There was no reported injury to the patient. The date of the event is unknown. This submission is for the 3rd product used.